Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for a routine generator change. It was noted that the right ventricular lead could not be removed from the pacemaker's header. Attempts to crack the pacemaker header were made which resulted in damage to the lead and it's replacement. The lead had no damage prior to the procedure. The complaint by the physician was solely on the pacemaker header. The pacemaker was successfully replaced. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of the setscrew could not be untightened to remove the lead was confirmed. Analysis found that calcified blood was filling the right ventricular setscrew inset. The calcified blood was preventing the wrench from inserting into and engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset the setscrew could be untightened and the lead removed. The blood most likely came through procedure related damage to the septum in the form of a hole punched through it. Battery analysis showed the device had reached normal elective replacement (eri).